Event description:
Followup with last known clinical contact was unsuccessful to determine why and where the system was removed as the clinic had not seen the patient since (B)(6) 2008. Upon completion of analysis the lead tested out of specification. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the proximal segment of the lead was returned where it was discovered that the outer insulation was breached due to environmental stress cracking. The segment also had outer insulation cosmetic environmental stress cracking.